Manufacturer narrative:
H11: additional manufacturer narrative: patient identifiers were not provided. Device serial number is unknown. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25 mm 11500a inspiris resilia aortic valve in aortic position was disabled via valve in valve procedure after an unknown implant duration. Tavr was completed with a 26 mm 9750tfx transcatheter valve.